Manufacturer narrative:
The sounding probe was discarded. However, it was later learned that the instrument was located and would be available for eval. The sounding probe was returned with the ball on the distal tip broken off and missing. The staff has a 5/8" curve and is no longer straight. Cuts and gouges are evident along the shaft. The age of the sounding probe is unk as there is no lot code on the device. However, the appearance indicates the instrument has been heavily used. The condition of the sounding probe's ball/shaft interface prior to this event is unk. The sounding probe is a delicate instrument and is intended to confirm the integrity of the pedicle before and after cutting threads into the wall of the pedicle. The user reported that the ball/tip was caught on the other side of the vertebral body and broke off. It is likely that excessive force and possibly a twisting motion was to the sounding probe in an attempt to free the instrument, resulting in tip separation. At this time, the complaint is considered to be closed.

Event description:
While using the vsp sounding probe, the ball tip of the pedicle feeler passed through a small hole to the other side of the vertical body. The tip became caught on the other side possibly on a bone fragment, and broke off. The broken portion remains in the pt.